Manufacturer narrative:
The device was not returned. The manufacturing and sterilization records for all devices associated with this case were reviewed and no nonconformities were found.

Event description:
During a follow up visit, it was reported to nevro that a patient had acquired an infection and was admitted to the hospital. The patient was provided with IV antibiotics and the site was drained. The device was explanted. There was no report of further complication.